Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at a dose of 1858 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient experienced withdrawal symptoms due to an empty pump. The hcp did not hear about the patient&#62688;symptoms until later. The pump was filled with saline and programmed to 0.1 mcg/ml at 2 mcg/day. The bridge was running an old drug desired dose of 100 mcg/day and would last 257 hours. The new low reservoir alarm was (B)(6) 2016. The low reservoir alarm occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016. On (B)(6) 2016, the hcp called back to discuss programming the pump to the lowest simple continuous dose and update the pump. On (B)(6) 2016, additional information was received from the hcp. The empty pump was due to a missed pump refill and the symptoms had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.